Event description:
It was reported via repair work order that the side rail will not lock in the upright position due to damaged spindle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.